Manufacturer narrative:
On august 20, lemaitre sales rep. Was initially notified of an incident by the contact person at (B)(6) that an incident had occurred when using a lemaitre pruitt f3-s polyurethane carotid shunt during an endarterectomy procedure. However, the contact person at the hospital did not specify the seriousness and the death of the patient involved in this case. On august 24, 2021, we were informed by (B)(6) that the person involved in this case has deceased and that is how we knew about the seriousness of this incident. The declaration d'incident de materiovigilance report# (B)(4) provided to lemaitre by (B)(6) on august 24, 2021, stated that on (B)(6) 2021, during a carotid endarterectomy procedure, when using a f3-s carotid shunt, the balloon at the internal carotid artery inflated on one side of the vessel wall instead on both sides, causing the carotid wall to rupture (all the pressure was released on one side). In the patient information section of this report, the current patient status was declared as the patient's death. However, the chronology of events that led to the patient's death was not mentioned in this form. Lemaitre sales rep. Then reached out to the treating surgeon involved in this case. On august 30, 2021, we received additional information relating to this case. We were informed that the deceased patient was a (B)(6) female. She had a brain stroke two weeks before this endarterectomy procedure. The patient was admitted to the hospital for a symptomatic carotid endarterectomy procedure. The patient has a list of comorbidities including diabetes, hypertension, and 4 previous strokes. The endarterectomy procedure was carried under general anesthesia following standard procedure with nirs monitoring. The proximal common carotid balloon was placed 2 cm above the plaque while the distal internal carotid balloon was placed 3 cm below the plaque. The internal carotid balloon was inflated with 0.5-0.6 cc volume of saline inside the internal carotid artery that has a diameter of 3-4 mm. As stated in the IFU, we do not recommend inflating the balloon with more than 0.25 ml of saline. There is a table in our IFU that clearly states the volume to diameter relationships. When the internal carotid balloon is inflated to the maximum recommended volume of 0.25 ml of saline, the average balloon diameter is expected to be 8 mm. At the end of the endarterectomy procedure, the surgeon deflated the internal carotid balloon and withdrew the shunt from the carotid artery. He observed bleeding due to the artery rupture at the region where the internal carotid balloon was inflated. The surgeon stated that he had clamped the vessel upon observing the vessel injury. The surgeon confirmed that the artery was not calcified at the region where the balloon was in contact with the artery wall. According to the surgeon, the artery ruptured since the balloon inflated asymmetrically and on only one side of the balloon exerting extra pressure on the artery wall, causing it to rupture. The surgeon then prepared another carotid shunt for the procedure. During this process, the contralateral side was also supplying blood to the brain which was also stenosed to 50%. Meanwhile, a brain stroke of the patient was detected. The second shunt was then used to supply blood to the brain during the anastomosis using a ptfe bypass graft that was used to repair the injured region of the artery. The patient was then transferred to the intensive care unit. During the night of the intervention, the patient suffered a stroke on hemorrhagic shock with cardiac arrest. The cause of the stroke was determined to be hemodynamic instability. The patient deceased the same night. The report from the hospital considered the official cause of the death to be the hemorrhagic shock from an unstable general condition of the patient and her existing comorbidities before the operation. The report did not mention anything about the f3-s polyurethane carotid shunt being a contributory cause of the patient's demise. We have also presented this case to our medical director. According to him, if the balloon is overinflated (which is in this case), whether it bulges to one side or uniformly, it can rupture the blood vessel. He further stated that if the cause of the death is a hemorrhorogic stock unless the patient is bleeding out from the neck, it is likely he was bleeding elsewhere. According to him, the shunt has known risks of dissection and possible perforation if the IFU is not followed and careful technique placement as well as sizing correctly according to the diameter and lumen to the normal carotid artery is not followed. He concluded that the complication looked to be a technical error rather than shunt-related. We have received the complaint device for investigation. When the internal carotid balloon was inflated to the maximum recommended volume of 0.25 cc, it was observed to be off-centered. When the balloon was inflated inside a 4mm diameter hollow test fixture with 0.25 cc of saline, it inflated mostly on one side. It properly occluded the test fixture and we did not experience resistance when inflating the balloon. The balloon deflated properly as well. However, when we inflated the same internal carotid balloon with 0.6 ml of saline inside this test fixture, we experienced resistance when inflating the balloon. Based on our investigation, it is highly unlikely that the off-centered balloon caused or contributed to the vessel injury. It is likely the over-inflation of the balloon for an extended period inside the vessel by the surgeon caused the vessel rupture. Our review of the lot history records for this complaint lot did not find any discrepancies either in the manufacturing or packaging process that could be related to this incident. Further, we have not received any other complaints for devices from this lot. Therefore, we believe that it was an isolated incident. Lemaitre started selling pruitt f3-s polyurethane carotid shunt in november 2015. Since its commercial by lemaitre until now, we have not received any other complaints of a similar nature where the balloons of the f3-s carotid shunt caused or contributed to the vessel rupture. Hence, we consider the aforementioned incident to be the only complaint of this nature.

Event description:
During a carotid endarterectomy, the white balloon inflated desymetrically (only on one side of the catheter) causing the carotid wall to rupture. All the pressure went on one side.